Event description:
The customer obtained non-reproducible, falsely elevated troponin I es results from two samples drawn from two different patients and a troponin I free sample when processed on a vitros eci immunodiagnostic system. Patient 1: tropi es= 0.260 vs. Expected 0.025 ng/ml; patient 2: tropi es= 0.478 vs. Expected < 0.012 ng/ml; troponin I free sample= 0.064 ng/ml versus expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, falsely elevated tropi es result for patient 1was not reported from the laboratory, as the laboratory processed all samples for tropi es assay in duplicate. It is unknown whether non-reproducible, falsely elevated tropi es result for patient 2 was reported from the laboratory. However, the customer confirmed that there was no allegation of patient harm as a result of this event. This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated troponin I es results were obtained from two patient samples and a troponin I free sample while using a vitros eci immunodiagnostic system. The investigation could not determine a definitive assignable cause for the falsely elevated results obtained from the two patient samples. Analysis of vitros quality control data indicated acceptable reagent performance, and acceptable vitros tropi precision testing indicated the instrument was performing as expected at the time of the event. In addition, the investigation could not determine if the customer had processed the patient samples in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Therefore, the effect of improper sample processing could not be ruled out as a contributing factor. Continued investigation determined the likely assignable cause of the falsely elevated vitros tropi result obtained from troponin I free sample was instrument related. The falsely elevated result was obtained during vitros tropi within run precision testing performed following instrument service actions. The investigation of vitros instrument is ongoing.